Manufacturer narrative:
(B)(4). Additional information: baxter product surveillance contacted the nurse on (B)(6) 2011. According to the nurse the patient has not reported any symptoms of feeling overfilled. The patient has resumed therapy with no further issues. There was no patient injury or medical intervention associated with this event. No further information is available. Evaluation summary: the product analysis lab evaluated the device and no failure or malfunction was identified that could have caused or contributed to the increased intra-peritoneal volume (iipv) that was found in the device logs. The cause of the iipv was determined to be: insufficient drain / use error as the tidal ultrafiltration removal was set too low (0ml). A service history review revealed no previous service events were related to the iipv. A labeling review found labeling to be adequate for the use error identified in this report. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
During initial assessment of a returned homechoice machine, a baxter technician found an increased intraperitoneal volume (iipv) situation which occurred on (B)(6) 2010 23:29 with ultrafiltration of 1464ml during cycle 4. This event meets overfill criteria.

Manufacturer narrative:
(B)(4).the device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.